Event description:
The customer reported that they were unable to acquire a pads ECG rhythm after delivering two shocks. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported that they were unable to acquire a pads ECG rhythm after delivering two shocks. There was no negative pt impact. The complaint is still under investigation. A follow-up report will be submitted on the investigation is complete.